Event description:
Pt had mini sling placed surgically for stress incontinence in 2010. Later had pelvic pain, blood in urine and recurrent utis. Investigations in (B)(6) 2013 showed a thick bladder wall with mesh eroded into bladder neck with calcifications. Likely unrecognized bladder injury at time of sling placement. Required laser excision of stones then a combined vaginal and bladder surgical excision of mesh.